Event description:
Same case as 2134265-2014-01455. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x16mm promus element plus drug eluting stent was selected for use and advanced towards the lesion. However, the stent strut was deformed upon passing through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The device was returned to the complaint investigation site in two pieces. A visual and microscopic examination found that the midshaft was broken. The corewire could be seen protruding from midshaft bond. The hypotube and outer were both kinked at various locations along their length. It was observed that the stent was damaged at the distal end. The struts on the most distal row were raised and misaligned. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. It was also noted that the balloon had been subjected to a partial positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x16mm promus element¿ plus drug eluting stent was selected for use and advanced towards the lesion. However, the stent strut was deformed upon passing through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. (B)(4)